Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the catheter was kinked. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the catheter was kinked. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 28, 2023: note: it was reported that the sheath was completely remove off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and h6 (device codes) have been updated based on the additional information received on may 28, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The device was returned without the over-sheath. There were no kinks found on the device. Microscopic examination was performed, and it was confirmed that the device had evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was completely removed from the device which is not describe in the instructions for use.